Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: can you please clarify what was meant by, the surgeon observed the staple line on the specimen side to be very rough?: I cannot really. I took it to mean uneven with improper formed staples but I did not ask for clarification. Also, can you please clarify what was meant by, one or two questionable spots?: not appearing to be three completed rows of properly formed staples. What was the appearance of the deployed staples (b-formation, irregular, legs straight)?: don't know for certain. I don't believe straight. Were there staples missing from the staple line?: the surgeon believed that to be the case. Was there any issue with the cut line such as jagged, dull knife, irregular, etc.?: don't believe so but not sure. You mentioned that the specimen side showed no visible drivers, but it is possible that the drivers dropped back down below the cartridge deck following the firing. Was there any damage to the cartridge?: it did not appear so. Who is the unauthorized distributor and how is the product being purchased?: don't know. Another nearby facility using valley surgical products. Was buttressing material utilized? If so, which product?: no. On which firing did this event occur (1st, 2nd, 12th, etc.)?: don't know. Was a leak test performed and if so, what was the result?: dont believe so. Doc was satisfied with the firing on the patient side. Were there any patient consequences or changes in the post-operative care of the patient as a result of the event?: no the analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as was received fully fired. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, on firing the stapler, the surgeon observed the staple line on the specimen side to be very "rough." On further inspection of the reload, he observed that the specimen side showed no visible drivers. The patient side appeared well formed with only one or two questionable spots. The surgeon replaced the stapler and continued the case to completion but kept the reload and stapler for analysis. Also, the facility has admitted to ordering products through "unauthorized" distributors although the sales rep has no way of knowing about this particular cartridge. The stapler (ple60a) was definitely purchased from that source. There were no patient consequences reported.